Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had frozen screen. The customer states the buttons became unresponsive. The customer's blood glucose level at the time of incident was 153mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked connector on the lcd board. No frozen screen was noted. Unable to perform any tests due to the unresponsive buttons. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.